Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous results for assays including but not limited to carbon dioxide (co2), calcium (ca), and glucose (glu) on an unspecified number of patient samples were obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified the performance of the analyzers located at the customer site by routine service actions to verify the mixer performance, water quality, optics, and water distribution. The cse identified that the water purification module (wpm) was overfilling and leaking, replaced wpm sensor and cleaned the wpm module, ran calibration, quality control (qc) and troubleshooting testing, for which the results were obtained within acceptable ranges. Siemens further evaluated the event and determined that the water purification module (wpm) issue potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous results for assays including but not limited to carbon dioxide (co2), calcium (ca), and glucose (glu) on an unspecified number of patient samples were obtained on a dimension vista 500 instrument. The erroneous results were reported to the physician(s). It is unknown if the results were questioned. The samples were repeated on an alternate dimension vista 500 instrument and obtained correct results that matched the clinical picture of the affected patients. Corrected reports were issued to the physician(s) based on repeat testing. The customer declined to provide sample data. There are no known reports of patient intervention or adverse health consequences due to the reported event.